Manufacturer narrative:
G3 was updated to reflect correct awareness date of reported event. This report is being submitted solely to update g3. No other updates or changes to the investigation results.

Event description:
It was reported that the air gasket on the device was loose. It was very difficult to get the air line from the perfusion circuit attached to the device gasket. The clinical specialist (cs) had the customer try to attach another perfusion circuit from a different lot number and it was also difficult to attach.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was able to confirm that the colder products company (cpc) air connector was loose. Therefore, they tightened the connector to resolve the issue. Subsequently, the device passed all testing.

Event description:
It was reported that the air gasket on the device was loose. It was very difficult to get the air line from the perfusion circuit attached to the device gasket. The clinical specialist (cs) had the customer try to attach another perfusion circuit from a different lot number and it was also difficult to attach.